Manufacturer narrative:
The customer was sent a replacement pump body and tubing. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she had mastitis and was prescribed an antibiotic by her physician and also had pain when pumping 2 years ago with her swing breast pump. A medela clinician followed up with the customer who stated she does not recall which antibiotic she was prescribed for the mastitis, but was also prescribed nystatin for thrush. The customer is currently (B)(6) pregnant and not pumping at this time. She would like to use her breastpump with her new baby. She has no signs of mastitis or thrush at this time.